Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had an issue with the device not being detected on the communication bus. The customer reported there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction occurred because the device was not detected on the communication bus. A field service engineer stated that the customer resolved the issue. The system functioned as intended after the customer resolved the issue.